Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an e227 communication error and the screen went dark during inspection for use, involving an olympus colonovideoscope. There was no patient involvement